Event description:
It was reported that during the procedure involving the implantable neurostimulator 977119 ngrc-ecaps there were high impedance (greater than 40,000) and connection issues were observed on the day of surgery. The implanting physician was made aware of these issues and decided to proceed with the implantation. Troubleshooting was performed, which included checking connections and programming the patient around the impedances. The issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.